Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had no delivery alarm. Customer¿s blood glucose was 369 mg/dl at the time of incident. Customer stated that they tried different cannula lengths. Customer stated the tubing is not bent or kinked. Customer states they have tried all remedies and did not want to troubleshoot. They have tried all remedies and do not want to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test, no anomaly noted during testing.